Event description:
During a procedure for prolapse and hemorrhoids procedure, the device cut but did not staple. Additional sutures were used to rectify the situation and the operating time was extended by 30 t0 45 minutes. The pt rec'd a transfusion of 2 units of blood as a result of the of the event.